Event description:
The customer reported that there was zipper damage to the side panel. The damage was observed when the pt was inside the bed. No pt incident or injury occurred. Evaluation of the returned product found that the window zipper slider body was open.

Manufacturer narrative:
The product was returned for evaluation. Inspection found a one inch hole in the panel side literature bag. The window zipper slider body was open on panel b. Manufacturer reference #: (B)(4).